Event description:
Customer alleged a discrepant glucose result on 1 patient. Cobas integra #1: glucose = 424 mg/dl - this result was released. The doctor questioned the result and asked that it be repeated. Cobas integra #1, repeat #1: glucose = 319 mg/dl - sent as corrected result. Cobas integra #1, repeat #2: glucose = 329 mg/dl cobas integra #2, repeat #3: glucose = 323 mg/dl cobas integra #2, repeat #4: glucose = 333 mg/dl cobas integra glucose hk gen 3 reagent lot #: 61943801 the customer was unable to provide information regarding treatment or injury to the patient due to the initially reported result. The field service representative performed check tests, verified rack tube and cup set up, and adjusted ld settings on the analyzer. Quality control and precision checks were performed. The field service representative was unable to determine the cause of the event and was unable to reproduce the problem.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.